Event description:
This report is to advice of a short circuit noted during analysis.

Manufacturer narrative:
One 7f, quadripolar, medium curl, xls livewire tc ablation catheter was received for evaluation. Electrodes 1-2 displayed acceptable resistance values; however, a short circuit was detected between electrode 1 and conductor wire 2. Dissection revealed that the flat wire insulation was torn and the insulation for conductor wire 2 was abraded in the same location, consistent with the short circuit detected and the reported noise. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the abraded wire remains unknown.